Manufacturer narrative:
Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2007; ddmb1d1, ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the surgeon noted the high voltage right ventricular (rv) lead had a large insulation abrasion. The high voltage rv lead was capped and replaced. No patient complications have been reported as a result of this event.